Event description:
It was reported that customer had a physical damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the case broken near battery and the thread is broken. No further details given.

Manufacturer narrative:
Findngs: pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, cracked battery tube threads and cracked case at display window corner.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.